Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm, with no reported allegation of a device malfunction, calibration error or calibration not accepted, loss of communication between the insulin pump and transmitter, and a lost sensor alarm. The customer reported a blood glucose value of 420 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen, and an insulin pump (subcutaneous insulin infusion). The customer stated that the cause of the occurrence was waking up with elevated blood pressure, which was treated with bolus and a manual injection. The event involved products mmt-342, mmt-7040a, mmt-7841zn, mmt-1884, and mmt-442a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. The customer reported that blood glucose was not received and/or no calibration occurred. The customer reports receiving a "calibration not accepted" alert. The customer entered a new blood glucose and calibration. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-442a.